Manufacturer narrative:
On july 15, 2020, mentor became aware that the due date on the previous follow up number 1 report submitted was incorrect. It should have been 8/13/2020. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient also experienced rupture in addition to bilateral capsular contracture; baker grade iii on the left and baker grade IV on the right side. Is required intervention has been selected under section b; field b2. The patient underwent bilateral explantation and replacement with catalog number shpx335; serial number (B)(6) on the left side and with catalog number shpx335; serial number (B)(6) on the right side on (B)(6) 2021. Field d6b has been correctly updated on this form to (B)(6) 2021. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the sm mpp gel 425cc breast implant was observed with no apparent damage or visual anomalies. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 19, 2021, mentor became aware that the right side replacement device serial number was (B)(6) and the date of bilateral replacement surgery was (B)(6), 2021. Hence, field d6b has been updated on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received information that patient experienced right side rupture in addition to bilateral capsular contracture; baker grade iii on the left and baker grade IV on the right side. Hence, field h6 for medical device problem code has been updated to "adverse event without identified device or use problem" on this form. On (B)(6), mentor became aware that the devices were discarded. Hence, field h6 for type of investigation has been updated to "device discarded on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 425cc mentor memorygel breast implant on the left side and with 400cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade iii on the left and baker grade IV on the right side postoperatively. As a result, the patient underwent bilateral explantation and replacement with mentor gel implants on (B)(6) 2020. This report is for the patient¿s left-sided device.